Manufacturer narrative:
(B)(4). Operator of device corrected to health professional. Occupation of health professional is unknown.

Event description:
Initial reporter information and the serial number of the colonoscope involved in the event were not provided on mw5042854. In addition, the report stated the event was not reported to the manufacturer, or distributor/importer. Therefore, pentax medical was unable to investigate this event further. No further information has been received for this event. Pentax medical closed the complaint on 10/19/2016 and considers this medwatch report closed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, pentax medical was made aware of a report (mw5042854) through an on-line search of the FDA maude database. The information provided in the database referenced video colonoscope model ec-3470lk and stated "performing upper gi endoscopy. Scope passed easily through esophagus into stomach, and stomach into proximal duodenum. Visual inspection of esophagus was normal. Stomach was minimally insufflated to aid entry into duodenum, so full visual inspection had not yet been performed. Once in proximal duodenum, resistance in advancing scope. Peristalsis pushed scope back into stomach. In process of removing scope to switch to smaller sized scope when noted perforation (scope was suddenly visualizing body wall). During procedure noted that the up/down angulation control knob was very stiff. Pt was immediately given IV antibiotics. On call surgeon came in and performed emergency ex-lap, found large perforation in cardia of stomach and partial thickness defect in proximal duodenum. All were corrected. No gastric ulcers noted. No gastric masses noted. Biopsies from stomach showed moderate lymphoplasmacytic inflammation biopsies from jejunum showed mild lymphoplasmacytic inflammation. Pt is currently doing well recovering from surgery. Discharged to owner ~48hr after surgery." The report also stated patient treatment as mirtazapine 3.75mg po q72hr received on (B)(6) 2015.